Event description:
During an af procedure with ensite x in voxel mode, there was a procedural delay. Lag was noted in the potential display interface and catheter. The fiber optic cable was reconnected, the case was reentered, the dws was restarted, and the ensite x system was restarted with no resolution. After multiple restarts of the system, the issue was resolved. Troubleshooting took approximately 1 hour. The procedure was completed with no adverse consequences to the patient. It was suspected that the ensite x amplifier and system were the cause of the issue.